Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, micro-tech ((B)(4)) co., ltd., is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue.

Event description:
This is a voluntary distributor report the sales representative reported on behalf of the customer that the dc0235w, duraclip hemoclip, 235cm 16mm device was used during a polypectomy on (B)(6) 2019. It is reported that the clip was deployed properly, then opened and fell off the mucosa post deployment. This event did not cause a delay or cancellation of the procedure. The procedure was completed successfully using another duraclip to control the bleeding. Previous filing history shows a filing for injury within the past two years. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.